Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lobectomy, when performing interlobar formation, the surgeon was able to press the green button, but the handle could not be squeezed and the device could not fire. Another device was used to complete the case. There was no patient injury.